Event description:
It was reported that a customer encountered difficulties with the quick bolus/wake button on their insulin pump, which was hard to press and required multiple attempts to activate the screen. There was no adverse impact on the customer's blood glucose level. The customer was guided by technical support to ensure the pump was unplugged and to use specific techniques to press the button, but the issue persisted. Ultimately, technical support decided to replace the pump under warranty, and the customer would continue using the current pump until the replacement arrived. The customer was instructed on how to return the faulty pump.